Event description:
Pacemaker and lead implanted. Follow-up reveals loss of capture. Attempted lead reposition. Lead did not fully retract. Lead was removed with small amount of tissue attached. Chose to replace lead.